Event description:
The user facility reported a 61-year-old female patient was implanted with an impella device for mechanical circulatory support. Us complainant reported that there was impella pump saturation and the impella had to be replaced. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation has been completed since the original report was submitted. The device was not returned for investigation. Data logs showed saturated pump flow while running on p8 without any reported motor current spike. The pump was replaced without issue. The cause of the saturated pump flow issue was not determined since the product was not returned and sufficient clinical information was not provided. A.5 and d.5 revised ethnicity and model number as previously entered incorrectly. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 codes 2199 and 4627 were reported incorrectly on the previously submission report. The correct code has been added to health effect - impact codes.

Manufacturer narrative:
H.11 model number (d.4) was revised and not d.5 as previously reported on the last manufacture device report.